Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative and consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient¿s adaptive stimulation (as)would not activate. The patient reported losing the adaptive stimulation feature in august. The rep interrogated the patient¿s ins today and reported that group c has as enabled (check mark is present), all positions were set for as and the ¿as active at the end of session¿ box was checked. The position trend still showed that the ins was trending the positions. Technical services confirmed the above and the rep attempted to turn as on/off with the patient programmer, but the a in the top left of the screen indicating that the as feature was on, would not appear. Technical services encouraged the rep to have the patient go home and charge normally and come in soon to have their data file session reports pulled. It was advised to keep all as enabled on the clinician programmer even if it wasn't showing on the patient programmer so that they could see if the data file will show anything. No symptoms were reported. It was reported the event occurred in (B)(6) 2017. No further complications were reported/anticipated.